Event description:
Related manufacturer report number: 3006705815-2022-13596. It was reported that the patient was experiencing ineffective stimulation due to the leads migrating. As result surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.